Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On (B)(6) 2021 , it was reported by a sales representative via e-mail that while using an ar-1588btb tightrope, the suture broke while trying to pass the graft. This was discovered during use in a procedure on (B)(6) 2021. The case was completed with a new ar-1588btb.